Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt got hit with a door corner on the pinna, close to the implant. Following this the pt could not hear. The pt was re-implanted on (B)(6) 2014.